Manufacturer narrative:
The device is not available for return to the manufacturer for evaluation.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak at the start of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. It was reported that staff observed broken membranes inside the dialyzer. The machine alarmed appropriately with a blood leak alarm. It was reported that broken membranes were observed in the dialyzer. It was reported that staff immediately replaced the defective piece with a new one. It was reported that the patient was able to complete treatment with new supplies.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred at the beginning of the patient¿s hemodialysis (hd) treatment. Upon follow-up, it was confirmed that the blood leak was noted as being an internal blood leak. It was confirmed that the machine, a fresenius 4008s machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to have been discarded and therefor not available for manufacturer evaluation.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.